Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the interventional procedure to treat a heavily calcified lesion in a heavily tortuous unspecified vessel, a 2.5x15 rx xience alpine stent delivery system (sds) was advanced against resistance, but failed to cross the lesion due to patient anatomy. While withdrawing the sds without resistance (after the failed attempt to cross), the proximal shaft separated into two pieces. As the shaft separated into an area that is not introduced into patient anatomy, the distal portion was simply withdrawn from the anatomy. A new xience alpine was successfully placed with the support of a guideliner. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.